Event description:
It was reported that the es2 tap (4.5mm) broke leaving the tip inside of the patient.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the visual inspection implicates the tap fractured by torsional overload. The manufacturing records for the lot were reviewed and there were no anomalies identified in the manufacturing process. The most likely contributors to the reported issue include excessive application of torque and the manner in which the tap was used. Conclusion: the root cause of the tip fracture cannot be determined based on the limited information provided.

Event description:
It was reported that the es2 tap (4.5mm) broke leaving the tip inside of the patient.